Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available. (B)(4) no anomalies found. Proximal segment returned and analyzed.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4) no anomalies found. Proximal segment returned and analyzed. (B)(4) no anomalies found.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.

Event description:
It was noted the patient died approximately 6 weeks after device implant. The cause of death has been requested and not received.

Event description:
It was noted the patient died approximately 6 weeks after device implant. Follow up revealed the patient was in hospice care and the death certificate noted cause of death to be cardiomyopathy. No autopsy was performed and the manner of death was noted to be natural.

Event description:
It was noted the patient died approximately 6 weeks after device implant. Follow up revealed the patient was in hospice care, the death was expected, and the death certificate noted cause of death to be cardiomyopathy. No autopsy was performed and the manner of death was noted to be natural. Clinic later reported they had no concerns regarding device function at the time of death. Patient was not pacemaker dependent. Last carelink check had been the month prior to death, but the clinic did not have the results.